Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a big lump where the lead site was prior to the actual implant surgery. The patient never had the implant put in because it was determined they had a confirmed staph infection, and the patient stated the infection had almost killed them. The patient reported the leads had caused the infection and they had the leads removed four days later; the patient stated they had to stay at the hospital for eight days and then had to go to rehab for another 15 or more days. The patient stated they had to come home with a device to drain the infection, which resolved about six months after.

Event description:
Additional information was received from a patient. The patient reported the reason for the implant was they had no control for bathroom use and mentioned that prior to implant they had multiple surgeries for stones and would be having another surgery for that in (B)(6). The patient noted that these pre-existing symptoms were still present now that they no longer had the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.